Event description:
The customer reported the distal tip dropped off, during a therapeutic gastric endoscopic submucosal dissection procedure, involving an olympus single use electrosurgical knife. In addition, the dropped parts were able to be retrieved. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned without the tip to olympus for inspection; however, the reported failure was confirmed. Based on the results of the inspection, it is possible due to high heat caused by an electric discharge was locally applied to the tip and the electrode. This may have caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. However, the most probable cause of the failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.